Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed that the jaws on the device would not close. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed that the jaws on the device would not close. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 device code - changed to mechanical issue. (B)(4). The device was returned to the factory for evaluation on 25mar2020 and investigated on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact. No other visual defects were observed. A mechanical evaluation was conducted. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open but does not close properly. Based on the returned condition of the device and the results of the investigation, the reported failure "mechanical issue; jaws do not open or close" was confirmed and the analyzed failure "material twisted/bent; wire¿ was also confirmed. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.